Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. Upon power up, the pump was displaying error code 20201 and the customer's complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd prizm vip pump had displayed and error code of 20201. No further information available. No patient injury resulted.